Manufacturer narrative:
Additional information was received indicating that there was no reported trauma to the controller to cause the loose port and alarms could not be triggered by manipulating the loose port. Concomitant medical products: controller- (B)(4), MFR date: 12/30/2014, (B)(4). (B)(4) was returned for evaluation. (B)(4) was not returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Review of the manufacturing documentation for the pump and controller confirmed that the associated devices met all requirements for release. A comprehensive review of the available log files confirmed a low flow alarm (B)(6) 2016 at 4:42:44 am that would resolve nine seconds later at 4:42:53 am which was most likely due to the physiological condition of the patient heart. This was followed by a vad stopped alarm four days later. The vad stopped alarm was most likely due to a controller exchange. The reported loose power source port on the controller was confirmed via visual inspection. Analysis of the device revealed that the controller passed functional testing but failed visual inspection due to a loose power source port 1 with loose bolts inside the controller. A possible root cause of the loose connector may be attributed to a shift in the manufacturing process. These anomalies of loose connectors are being investigated by the manufacturer with the supplier. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. Device remains implanted.

Manufacturer narrative:
Other product involved event: controller/(B)(4); exp date: 12/31/2015. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The instructions for use and patient manual outline the steps for handling and properly connecting power sources, including ensuring proper alignment, as well as instructions not to twist or force connections together in order to prevent damages. Additionally, a reference guide for both visual and tone alarms including potential causes and actions to take and there is a warning to keep spare, fully charged batteries and back up controller available at all times. It also provides information about proper care of the system and what to do in case of an emergency. The manufacturer will submit a supplemental report when new facts arise which materially alter information submitted in a previous MDR report.

Event description:
It was reported by medical personnel that a patient had his controller interrogated his device he called and stated that his vad alarmed with a long tone. Upon interrogation there were no alarms noted in the alarm tab for the day, last alarm was a low flow alarm on (B)(6). He denies having any symptoms during the alarm today. Log files were downloaded and sent. It was noted that the #1 battery port connection on the controller was loose. The controller was exchanged with no reported consequences or impact to patient. No additional information provided.